Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Patient was discharged from the clinic yesterday with a pleural catheter. On site it was found that the catheter was wrapped with tape directly behind the safety valve about 3cm wide. According to the patient, a nurse on the ward took care of it after he had stuck a needle through the valve because the valve would have broken while the catheter was pierced and the whole thing was tied with adhesive tape. The patient hadn't told the doctors about it and was discharged as a result. The hole in the catheter was minimal and barely visible, but liquid ran out of the catheter and the adhesive tape was completely soaked. Valve was changed, carried out according to the procedure, and the defective piece of the catheter was cut off. Rotation and pull control carried out.

Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Patient was discharged from the clinic yesterday with a pleural catheter. On site it was found that the catheter was wrapped with tape directly behind the safety valve about 3cm wide. According to the patient, a nurse on the ward took care of it after he had stuck a needle through the valve because the valve would have broken while the catheter was pierced and the whole thing was tied with adhesive tape. The patient hadn't told the doctors about it and was discharged as a result. The hole in the catheter was minimal and barely visible, but liquid ran out of the catheter and the adhesive tape was completely soaked. Valve was changed, carried out according to the procedure, and the defective piece of the catheter was cut off. Rotation and pull control carried out.